Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impendence and elevated capture threshold. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.